Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) presented with an increase of pacing threshold measurements from 0.5 volts at 0.5 milliseconds to 3 volts at 1.0 milliseconds. It was reported that the rv lead had dislodged. A revision was performed and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted that the insulation was bunched in several places on the lead body. There was a set screw mark on the terminal pin in the correct location. The helix was in a retracted position and there was dried blood in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.